Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 228 mg/dl. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Subsequently, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.